Event description:
User alleges blood leaked into the dwell of the unit. The unit was flushed as instructed. Facility requested their bio-med examined the unit for any growth. Bio-med checked the back of the unit and found blood contamination and foreign growth material.